Event description:
Caller reported that a malfunction occurred with the pump. Customer's blood glucose level exceeded 500 mg/dl and displayed "high" due to the issue. To address the high blood glucose level, the customer administered a correction injection using manual daily injection (mdi) and did not require assistance from a third party. Tandem technical support decided to replace the pump, confirming the shipping address and instructing the caller on returning the defective pump. The customer was advised on steps to take upon receiving the new replacement pump and understood the instructions.